Event description:
Patient's alaris pump suddenly shut off. Screen became red with a loud alarm. Screen reading "system failure" and instructed to replace immediately. Equipment removed from service. Patient had insulin gastrointestinal tube and IV fluids infusing. No patient harm.